Event description:
It was reported during reprocessing that the large hem-o-lok clip applier instrument had a frayed cable at the distal end. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Instrument was returned and evaluated. Engineering observed the instrument has a loose grip cable. The housing was removed and the broken grip cable was found at the clamping pulley. Additionally, damage to the main tube was observed, though not reported by the site. Surface is no longer smooth and is rough in nature. Engineering concluded the damage is likely due to improper cleaning. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.